Event description:
A doctor reported during the case, a capsular rupture occurred. The procedure could be completed by implanting another type of lens. Additional information was requested. Additional information received from the surgeon indicated during the case suddenly no more fluid was going into the eye, but fluid was still being aspirated. This resulted in the anterior chamber completely flattening. After filling the eye with viscoelastic material, it appeared that a capsular rupture had occurred with loss of vitreous. With difficulty, the surgeon was able to get the remaining nucleus out of the eye, performed an anterior vitrectomy, and implanted a sulcus lens. The day after surgery, it appeared that there was vitreous remaining in the anterior chamber and seriously increased intraocular pressure although, a diamox had been given. The pt was then referred to the posterior segment department of the hospital where the issue was resolved. The remaining eight surgeries were canceled.

Manufacturer narrative:
A company service representative examined the system. A system message was found in the event log. The solenoid spacers were replaced but were damaged when removed and disposed of on site. The system was then tested and met all product specifications. (B)(4).